Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was in use on a patient and when the users went to change the settings, the driver shut off. When the users tried to restart the ventilator, the ventilator would stop again and the users could hear a knocking sound behind the bellows. The patient was placed on another ventilator and there was no patient harm associated with this issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting.